Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of 128120 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (128120) have been reported from the same facility.

Event description:
It was reported by healthcare professional that on (B)(6) 2022 we ran a cardiac arrest. A humerol io was established on the pt. Easy access, confirmation by multiple methods. Then, when trying to flush it, it flushed fine for a couple of ml of ns, then would not flush or anything. Due, to pt. In cardiac arrest. Decision was to go straight to tibial at this time. Location for tibial was accessed and when blue needle was placed on tibial, once trigger was depressed the needle was jerked violently in users hand and bent at a forty-five degree angle at the plastic hub where the shaft of the needle connects. At this time ems noted that blood was coming out of humerol io after IV access was established elsewhere.